Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Customer's blood glucose was 277-305 mg/dl. Additionally, minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, customer reverted to manual injections for alternate insulin therapy.